Event description:
Device was supposed to switch the infusion when the chemo was finished to a flush IV solution to prevent air entering the tubing. Instead, the device blocked the chemo and infused the flush. There was no injury, but chemo was delayed. Manufacturer response for closed antineoplastic and hazardous drug reconstitution and transfer system 1, equashield (per site reporter). They have revised the device. The hospital should receive the new devices the week of [redacted date].